Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 425mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump alarmed no delivery. Customer declined to check the settings, basal rates and to perform the high pressure test. Customer also declined to troubleshoot their high blood glucose.